Event description:
Boston scientific crm received information that this cardiac system had detected noise on the right ventricular (rv) channel. The noise could be reproduced with patient maneuvers during a follow-up appointment. A boston scientific technical services (ts) consultant reviewed a copy of device memory, and noted the device had oversensed the noise and pacing inhibition with asystole was noted for greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
The device sensitivity was reprogrammed. No further information is available and no further complications were reported following the reprogramming. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the oversensing of noise and pacing inhibition issue involving this system was continuing to happen. Surgical intervention was performed and the right ventricular (rv) lead was abandoned and replaced. No additional adverse patient effects were reported.